Event description:
In 2008, the patient reported that after she inserted her insulin cartridge, she removed it because she did not remove all of the air. When she removed the insulin cartridge from the infusion device, the plunger became stuck to the piston rod causing insulin to spill into the cartridge compartment. She was advised to dry the insulin from the cartridge compartment and instructed how to remove the plunger from the piston rod. The patient was educated on the proper technique for removing the insulin cartridge. She was advised to switch to her backup infusion device to allow the primary device to air dry. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.